Event description:
It was reported that during an open bowel resection procedure, it was reported that the device misfired and reported that it did not fire. They pulled a second device and reported that the second device broke and that a piece of the reload fell off into patient. They did retrieve the piece and it will also be returned with the two devices. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # m5325n. Incomplete firing. Additional information received: two devices, one device locked out. The other devices reload was broke; looks like the tab was broken off. The piece was retrieved and will be returned with the two devices. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 45 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.